Event description:
A customer reported experiencing occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. The customer declined to troubleshoot further and was escalated to a supervisor for additional assistance. The customer continued to use the pump for insulin therapy.